Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, he squeezed the handle then stapler deployed on anastomosis tissue only a fourth of the circle of the stapler. The device only cut but not completed stapling on tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.